Manufacturer narrative:
The metasul head and the insert have been received. Once the result of the investigation becomes available, the final report will be submitted. (B)(4).

Event description:
It was reported that the pt, due to protrusions coxarthrosis on her right hip, the pt's movements were constrained and suffered from reverse rotation. The pt underwent total hip arthroplasty, right side, on (B)(6) 1998 and was implanted with csf stem and metasul head. Pt complained of pain, and problems around the area of the right hip. She has been suffering for the last three years (2010). An MRI revealed a huge granuloma. On (B)(6) 2013, due to the granuloma found around the area of the trochanter major, pain and alval reaction, the pt underwent revision surgery. Revision of the right hip with debridement and removal of the granuloma.